Manufacturer narrative:
Examination of the submitted sp*2 fem locatg dev outrigger confirms the numeral 11 on the scale is difficult to read. The scale numeral is scratched/damaged. The overall condition of the instrument indicates heavy usage. The root cause is attributed to device wear from normal use and servicing. The device is old (mfg 2001), has been subjected to heavy usage, and is worn out. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor trends through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The doctor states he can not see or read the number eleven on the distal outrigger.